Event description:
We received a report from our (B)(4) distributor that they had a handheld computer that felt warm. It was reported that the device had been frozen and became hot. When the device is turned on, all of the operations are ineffective. The site could not confirm any damages on the handheld computer, sync cable, ac adapter and battery compartment. A soft and hard reset were performed but the issue did not resolve. The handheld is at the manufacturer pending completion of product analysis.